Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the arm between 49 and 71 hours. On (B)(6) 2026, patient reported that the pod stopped working with the continuous glucose readings displaying "high" as it was greater than 22 mmol/l (>396 mg/dl) despite bolus administration. Patient reported presence of high ketones up to 10 (units not provided), thirst, feeling sick, persistent vomiting, confusion and delusional state. Patient sought medical assistance by contacting emergency services and was transported by ambulance to the hospital, where the patient was admitted. Diagnosis of diabetic ketoacidosis was reported. The pod remained in place upon presentation and was removing the following day. During hospitalization, patient received insulin infusion, lantus insulin, intravenous fluids for dehydration, antibiotics (including penicillin), blood tests, and blood thinning injections. Patient remained hospitalized for three days and was released on (B)(6) 2026. The pod was removed by hospital staff and discarded; therefore, the device is unavailable for return.